Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant check. Upon interrogation it was noted that the right ventricular lead was not capturing and was not sensing ventricular beats either. X-ray showed lead dislodgement. No adverse event to the patient. Lead was repositioned on (B)(6) 2019 and next day check was normal. The patient was discharged.